Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, marcaine and clonidine via an implantable pump. The indication for use was non-malignant pain. The patient reported that their pump had been alarming for the last 24 hours. The patient did not have a managing physician as their previous managing physician had ¿dropped¿ them due to their insurance. Physician listings were requested and sent to the patient. Additional information received from the patient on 26-nov-2024 reported that the empty reservoir warning began approximately 4-5 days before calling for physician listings. The cause for the pump alarming was the empty pump reservoir. The steps taken to resolve the issue was the patient was able to make an appointment with another healthcare provider on (B)(6) 2024 to get the pump alarm turned off. The patient spent one night in the hospital until the physician could fill the pump reservoir on (B)(6) 2024. The patient reported they were slowly recovering from withdrawal. Following the withdrawal, the patient still felt weak and hadn¿t regained their appetite. The patient has an appointment with their primary and a follow up on (B)(6) 2024.